Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the devices. Therefore, products with those lot #s have been properly sterilized before being placed on the market. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s, we can state that the event was not product related. Pms data. According to limacorporate pms data, revision rate of smr reverse prostheses due to infection is 0.08%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2023, due to infection. The following components got explanted and replaced by new ones of same sizes: smr reverse humeral body (product code 1352.20.010, lot #2227156 - ster. 2300024) - product not sold in the us. Smr reverse hp lateralizing liner medium (product code 1362.09.115, lot #2318250 - ster. 2300196) - product not sold in the us. Smr connector small std (product code 1374.15.310, lot #2303596 - ster. 2300075) smr reverse hp glenosphere 44 mm (product code 1374.50.440, lot #2314619 - ster. 2300151) - product not sold in the us. Smr uncemented glenoid # std (product code 1375.20.010, lot #2314697 - ster. 2300173) - product not sold in the us. A washout was performed. Primary surgery took place on (B)(6) 2023. Patient is a male. Event happened in australia.